Event description:
It was reported that prior to starting the da vinci surgical procedure, the surgical staff noticed that the right master tool manipulator (mtmr) was broken. The pt had been under anesthesia when the surgeon decided to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
During the investigation conducted by the field service engineer, system error code #20003 was found in the error logs, indicating that the mtmr had malfunctioned. The system was repaired by replacing the affected mtmr. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). System error code #20003 appears when the da vinci safety system determines that the measured angular position of one or more robotic joints on the specified manipulator deviated from the commanded position by more than a specified tolerance. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering observed that the main link tube was missing both connection clips and engineering also found that an axis potentiometer was out of specification. Both issues could generate system error code #20003. As of february 5, 2009, there have been no reported recurrences of the issue at this hospital.